Event description:
Surgeon requested a 4x2 angioplasty balloon. The balloon given to the physician was an 8x2. The 8x2 was inflated. The artery ruptured. The surgeon inserted a stent with success. The planned bypass was postponed until later date.